Event description:
The hcp reported the patient presented with increased pain fro 1-2 weeks. The drug used in the pump is morphine. The pump was refilled and the volumes were found to be accurate. Following the refill, the patient returned home and noticed leaking out of the needle puncture site. No change in symptoms were observed at this time. The patient was brought in to confirm the volume of drug in the reservoir. Under flouroscopy, the appropriate volume of drug was pulled out and pushed back in. It was confirmed the reservoir had been properly filled. It was unclear what the source of leaking fluid was. Further possibilities include seroma or csf at the pocket site. A dye study was performed and the cathter was found to be patent, but it was unclear if the catheter was in the intrathecal space. The hcp plans to revise the catheter and possibly change out the pump prophylactically as it has been implanted for over six years. Additional information has been requested. At the time of this report, the device had not been returned to the manufacturer.